Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Customer's blood glucose level was 136mg/dl. Reportedly, customer was able to insert a third cartridge and successfully resume insulin delivery.